Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a morphology change during what appeared to be atrial fibrillation (af), with t wave oversensing, resulting in an inappropriate shock to this patient. Then, the health care professional (hcp) discovered this patient had utilized a tens unit resulting in 2 untreated episodes and 1 inappropriate shock episode. Technical services (ts) discussed electromagnetic interference (emi) with the hcp. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.